Event description:
Bsc crm received info that this lead had dislodged, resulting in non-capture, poor r-waves and high thresholds. In a revision procedure, the lead was explanted and successfully replaced by a new lead, the pt was not feeling well, but he had several other things going on as well. There was no failure to capture. Pt was not dizzy or lightheaded.